Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level in the 40's (mg/dl). Reportedly, the customer delivered a bolus that was too large for the food consumed. Juice was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.